Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One 6f, quadripolar, crd-2, supreme ep catheter was received for evaluation. The shaft material just proximal to the distal electrode was fractured, exposing the internal wires. No other visual anomalies were noted. Electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture remains unknown.